Event description:
We received an allegation of a coaguchek xs meter software malfunction for one patient. The customer initially called due to error 3. During the call, the customer alleged that the meter gave results using expired test strips. The customer reported the following meter results: on (B)(6) 2026, the meter result was 2.6 inr. On (B)(6) 2026, the meter result was 3.3 inr. On (B)(6) 2026, the meter result was 3.9 inr. The therapeutic range is 2-3 inr.

Manufacturer narrative:
The test strip lot number is 76900023. The customer received error 3. Per product labeling, "the inserted code chip and the corresponding test strip are beyond the expiry date. Always confirm that the inserted code chip matches the number on the label of the test strip container in use." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer's meter was requested for investigation. The investigation is ongoing. Section e3 - occupation: patient/consumer.